Event description:
Following a pump replacement, the incision did not heal. The incision would reopen and drain. The pump eroded through the skin and was visible. The pump was explanted. The pt outcome was reported as "no injury". The pump was used to deliver lioresal. It was noted that a pump replacement was planned within a year.